Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: what was the indication for surgery? Bowel cancer. Any other energy device used? No. Any other means of ligation utilized? Stapled vascular pedicles. Or was harmonic used to ligate all vessel in procedure? No. What is the approximate size of the vessel? Surgeon said it was within the indicated vessel range for the ace+7 device. How did the patient present? How long after initial procedure? Several hours was my understanding as the patient was recovered in post op then sent to the ward. Was the site of the bleed identified and was it confirmed that site was where harmonic was utilized? Yes. What was done to address the bleeding? Patient¿s abdomen re-entered and bleeding was stopped. Method unknown. What is the surgeon¿s experience with harmonic device? He has used the device. Exclusively for 20 years and is a respected laparoscopic colorectal surgeon.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Following information was requested but unavailable: what was the indication for surgery? Why was a 36cm device chosen to use in an open procedure? Any other energy device used? Any other means of ligation utilized? Or was harmonic used to ligate all vessel in procedure? What is the approximate size of the vessel? How did the patient present? How long after initial procedure? Was the site of the bleed identified and was it confirmed that site was where harmonic was utilized? What was done to address the bleeding? What is the surgeon¿s experience with harmonic device?

Event description:
It was reported that during an open procedure, the surgeon used the harmonic scalpel shears advanced hemostasis mode to deliver energy to transect rectal vessels. The skeletonisation of the vessel was not applied. There was no tension. The device was activated until att tone was heard then tension slightly increased and transection completed. At time of transection the surgical bed was dry. Operation completed uneventfully and patient returned to ward. Patient presented with obvious signs of post op bleed and was taken back to theatre for exploratory laparotomy. The bleeding was coming from an unsealed rectal artery. Operation completed and patient returned to ICU for post op recovery.